Event description:
A malfunction alarm identified as "malf 16" occurred, while the pump remained under warranty. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer planned to use multiple daily injections as backup therapy to maintain insulin delivery. Technical support confirmed the shipping address for the replacement pump and instructed the customer to store the pump using the prescribed procedure before returning it. The customer acknowledged the instructions and agreed to return the pump within ten days using a pre-paid label.